Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3, b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed and was likely caused by inappropriate user handling. In addition to the findings reported in the event, the following non-reportable malfunctions were identified: the play of the angle knob is out of the normal state due to the elongation of the angle wire; the flexible tube of the insertion section is crushed; the curved rubber adhesive missing; the air and water nozzles clogged, and the drain function is degraded; the adhesive part of the lighting lens has come off; the objective lens missing; flare caused by a chipped objective lens; discoloration of the operation part; the u/d knob corroded; water coverage recognized on the electrical connector; paint peeling on the suction cylinder; and scratches on various parts of the device. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the following defects found on the evis lucera gastrointestinal videoscope: the bending angle is insufficient due to the elongation of the angle wire; improper insertion of treatment tools into the forceps channel is observed; the curved tube is deformed due to external factors; wrinkles in the insertion site corrugation due to external factors are observed. There were no reports of patient harm associated with this event. During testing and inspection of the returned device, there was foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during device evaluation.